Manufacturer narrative:
This report is submitted on may 31, 2022.

Event description:
Per the clinic, the patient was treated with antibiotics (specific type, date and duration not reported) due to swelling over the implant site (specific date not reported).

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022..there are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on september 05, 2022.